Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia. The customer¿s blood glucose level was 311 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer did not allege insulin pump was under delivering. Customer mentioned that their infusion set was loose. It was unknown whether the customer was using automode. The device will not be returned for analysis.